Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump had unexpected restart and external ram crc error. Customer also reported that they had watchdog timeout. Customer¿s blood glucose was 6.8mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error, external ram crc error or watchdog timeout alarm noted. Pump had cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window.